Event description:
It was reported that during the implant procedure, the implantable cardiac monitor could not be interrogated. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that communication with the device could not be established due to memory corruption that was caused by a power-on reset. The cause of the power-on reset could not be determined.